Event description:
Info was received that reported a pt was hospitalized in 2007 due to hypoglycemia. The pt reports that he arrived home from work at 10:30 pm in the same month, his blood glucose was 95mg/dl, he ate a sandwich, took no insulin, and went to bed. He reports that the paramedics were summoned to his home at 1:00 pm on the following day and tested his blood glucose at 30mg/dl. He was transported to the hospital. He was treated and released. The pt reports that he has hypoglycemic unawareness. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.